Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's trainer reported via phone call that the customer was hospitalized and the buttons on the insulin pump were hard to press. Hospitalization information was not provided. The caller was informed that the customer needs to call back to troubleshoot the issue.